Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular (rv) lead integrity warning had triggered due to high rate non-sustained episodes and sensing integrity counter (sic). There was also t-wave oversensing (twos) was noted on non-sustained ventricular tachycardia monitored events on the rv lead. Additionally, it was noted that approximately three months ago there was high rv threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.